Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, and no abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspected medical device.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted there was air ingress occurred, probably because the valve broke when the farawave catheter was reinserted after being removed from the body during the procedure (first sheath). Thus, the sheath was replaced was replaced however when the farawave catheter was re-inserted but it was too tight and could not be inserted into the second sheath. After crossing to about 10 cm from the clear sheath handle and attempting to aspirate air, it was too tight, and aspiration of the sheath was not possible. The issue was resolved by replacing the faradrive sheath with another of the faradrive sheath. The procedure was completed successfully. No patient complications occurred.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted there was air ingress occurred, probably because the valve broke when the farawave catheter was reinserted after being removed from the body during the procedure (first sheath). Thus, the sheath was replaced was replaced however when the farawave catheter was re-inserted but it was too tight and could not be inserted into the second sheath. After crossing to about 10 cm from the clear sheath handle and attempting to aspirate air, it was too tight, and aspiration of the sheath was not possible. The issue was resolved by replacing the faradrive sheath with another of the faradrive sheath. The procedure was completed successfully. No patient complications occurred.